Manufacturer narrative:
Follow up report 1 (correction): type of reportable event and impact codes were updated.

Event description:
It was reported that the patient was unable to pair their insertable cardiac monitor (icm) to the patient mobile monitor (pmm) to transfer data. The patient was brought to the hospital, and the health care professional (hcp) attempted to use the clinic mobile monitor (cmm) to collect data, but the icm device would not pair with it either. The patient left the hospital and returned later. The health care professional tried again in a different room using the cmm and was able to transfer the data. The physician then made the decision to remove the icm device and implant a cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The explanted device was discarded by the facility. Additional information was received indicating that the root cause of the reported observations might be related to the server being down as this had occurred with several patients. Evidence suggests that the device explant was not related to the communication difficulties. The device was able to transmit data and pair with the cmm, and based on that information, the physician opted to explant this device and implant an ICD instead per the patient therapy requirements. No adverse patient effects were reported.

Event description:
It was reported that the patient was unable to pair their insertable cardiac monitor (icm) to the patient mobile monitor (pmm) to transfer data. The patient was brought to the hospital, and the health care professional (hcp) attempted to use the clinic mobile monitor (cmm) to collect data, but the icm device would not pair with it either. The patient left the hospital and returned later. The health care professional tried again in a different room using the cmm and was able to transfer the data. The physician then made the decision to remove the icm device and implant a cardioverter defibrillator (ICD). No additional adverse patient effects were reported. The explanted device was discarded by the facility. Additional information was received indicating that the root cause of the reported observations might be related to the server being down as this had occurred with several patients.